Event description:
It was reported that after attempting to negotiate the upper thoracic/svc venous anatomy that was very tortuous, the physician had to introduce the lead directly into the right atrium which required a longer lead. Another lead was used, which was longer, however it had difficulties being delivered but was finally placed in the right atrium and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. There was blood in/on helix mechanism. Full lead returned and analyzed.